Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 127 mg/dl. Reportedly, the customer went to emergency room (ER) where bg was monitored. Reportedly, customer left the ER the same day without treatment received. No adverse events were reported. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.